Event description:
It was reported that the pt has been using the device with minimal performance but has been able to detect sound with it. In november 2003, pt's family member reported to the audiologist that pt was no longer detecting sounds that pt had once done. Testing the device indicated no malfunctions. Since the pt was no longer reportedly hearing from the device and pt will need serial MRI's of head to help in the attempt to preserve their life and those MRI's could not be performed adequately with pt's device in place because of distortion around the site they need to look at, the family and implant surgeon chose to explant the device, it was suspected that the pt's physiology could be the reason for decreased performance.